Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other complaints from the lot. All available information was investigated, and a cause for the entrapment of device (clip becoming caught in anatomy) and tricuspid valve insufficiency/regurgitation cannot be determined. Foreign body in patient appears to be due to the procedural circumstances associated with the clip becoming caught in the anatomy (entrapment of device) and the clip being deployed only on the anterior leaflet. Tricuspid regurgitation (tr) is listed in the triclip system instructions for use (IFU) as a known possible complication associated with triclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 3. An xtw clip was inserted and was advanced under the valve. However, the clip became caught in the chordae and was unable to be removed. Troubleshooting was performed, but the clip was unable to be freed. Although the clip remained in chordae, it was able to grasp the anterior leaflet and was deployed. An additional clip was inserted and grasping was performed. However, after the leaflets were grasped, the mean pressure gradient increased to 9mmhg. The clip was repositioned, but the gradient was still 7mmhg. Due to the increased gradient, the physician decided to remove the clip and discontinue the procedure. Tr increased to a grade of 4. There was no clinically significant delay in the procedure.